Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's keypad on the insulin pump was not responding; the menu scrolled on its own while the customer was programming a bolus. The patient's blood glucose at the time of incident was 6.4 mmol/l. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave a button error alarm followed by intermittent button response due to corroded keypad traces. No display ramping / scrolling on its own anomaly noted. The pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.